Event description:
It was reported that there were tags and rents with catalyst. Complications occurred due to tags where bag ruptured lens placed in sulcus. Patient had vitrectomy done to remove vitreous. The incision was enlarged, and sutures were placed. There was no delay in the procedure and no medication prescribed. Reportedly there was contact lens discomfort post op. The visual acuity pre op was reported that patient had moderate myopia. Patient was left with uncorrected astigmatism. No further information was provided.

Manufacturer narrative:
Patient weight: unknown/ not provided. Ethnicity and race: unknown/ not provided. (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction section h4: initially it was inadvertently reported that device manufacture date was 2/24/2015, however the correct manufacture date is 2/4/2015. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and device evaluation: section h6: following were added: investigational findings - 180. Investigational conclusions - 4307. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.